Event description:
It was reported that the patient had visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was also reported that the pod's cannula became dislodged. The patient did not report any information about symptoms, how they were treated for the issue and the duration of the ER (emergency room) visit. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.